Event description:
It was reported that the patient heard a device alert, then a few minutes later felt one shock. The patient was taken to the hospital and a device interrogation was performed. The right atrial (ra) lead exhibited high thresholds, small p-waves and far field r-wave (ffrw) oversensing. The right ventricular (rv) lead had triggered a lead integrity alert (lia) for high rate non-sustained episodes and high values of short v-v intervals. Additionally, the lead was oversensing causing inappropriate therapy to the patient. The device detections were programmed off, the rv lead was reprogrammed, and approximately a week later the rv lead was explanted and replaced. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: ddbb1d1 ICD implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.